Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received. Per visual inspection, no external damage was reported. Per event history/error log review, force sensor test error. Functional testing confirmed the complaint, and the root cause was due to the force calibration being out of specification. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Recalibrated the force sensor. The device passed all functional and delivery tests.